Event description:
Received information that a patient experienced microbial keratitis. The patient may have been wearing this lens type at the time of the event. Approximately 6 months following the lens fitting, patient presented with complaints of right eye pain, light sensitivity and redness. Exam revealed best corrected right visual acuity: 20/30, uncorrected right visual acuity: 20/200, with peripheral (largest <0.5) anterior stroma corneal infiltrates with pinpoint overlying stain and mucous discharge. Corneal edema and conjunctival edema were noted on exam. No culture was taken. Practitioner diagnosed microbial keratitis related to contact lens wear and treated with tobradex eye drops. Patient was seen following resolution of the vent with right eye corrected acuity 20/20.